Event description:
It was reported that the device was sent in for preventative maintenance but a repair was needed. There was no patient involvement. Due diligence is complete; no additional information. At product evaluation investigation the device failed the cut test. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the device failed the cut test. The cutter and roller were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.